Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Tip is broken off, fragment was not sent back for evaluation. Remainder of the tip is twisted counter-clockwise. The relevant dimensions of the broken tip can not be verified anymore because of the damage. (B)(4). Next to that this lot did pass the required 15 nm torque test during the final inspection. The fracture face is homogeneous, which indicates material conformity. It is clearly visible that the tip was twisted before it broke. This and the angular fracture face could indicate that too much torque in combination with too much lateral stress during tightening caused the breakage of this device. Testing on this driver in (B)(4) has shown this 3.0 mm bi-hexagonal driver to be able to withstand (B)(4) of torque and the synthes benchmark was established at 11 nm. Therefore, this driver meets the design benchmark, and has been appropriately characterized on the risk assessment. A literature review has found that the average insertion torque in either calf, or human vertebra does not exceed 6.7 nm. At 6.7 nm, the driver design allows for a factor of safety of 1.6 which is appropriate for this instrument. Further, taps are offered in all diameters of the uss polyaxial pedicle screw which will aid in the insertion of these bone screws by creating a thread path in the bone. Conclusions: the cause of this driver breakage cannot be fully determined given the returned condition of the instrument. Loading beyond the design benchmark of 11 nm, off axis loading, and use without appropriate mating instruments (holding sleeve, and optional taps) may have contributed to the failure of this driver. Both driver tips are fractured with signs of twisting (yielding) prior to fracture. The engineer calculated a failure torque of approximately (B)(4). This failure is a result of the torsion load exceeding material strength.

Event description:
Patient was implanted with hardware from t10-ilium on (B)(6) 2011. On follow-up visits, dates unknown, a broken left iliac screw and a non-union were noted. Patient was returned to the o.r. On (B)(6) 2013 for revision. During removal the surgeon noted the right rod was broken at l4 and removed the right l4 uss vas screw to make room for a parallel connector. Two new iliac screws and a new right rod with the parallel connector to the existing rod at the l4 level were placed. This report is 2 of 14 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing records were reviewed and no complaint related issues were found.